Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was reported that the resident suffers with urinary tract infections but, they did not at the relevant time. They went on to inform that the resident is on multiple medications however, none which cause discoloration of the urine. It was reported that the resident catheter is changed every six weeks and they suffer from multiple combined morbidies. (No information was provided on the patient's current medication). An email was sent on (B)(4) 2014 requesting additional patient/event detail information. To date no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It was reported that a resident with an indwelling catheter has leached a blue substance with has stained the catheter ball (catheter and drainage bag).